Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) and tissue injury are unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda and tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation. It was reported that on (B)(6) 2023 ,a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a flail, dilated atria, a calcified annulus, and a calcified sub valvular apparatus. One clip was successfully implanted, and the procedure was concluded with a resulting mr of grade 2+. On (B)(6) 2023, a transthoracic echocardiogram (tte) was performed and it was observed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted the posterior leaflet is now broken. No additional information was provided.